Manufacturer narrative:
(B)(4). Actual device not evaluated. DHR review was not performed as the complaint is unrelated to product performance or packaging. No testing methods performed. Review of this case determined that the end user had not been fully trained on the proper method to crush the directcheck pt normal control vial.

Event description:
Healthcare professional reported that an injury occurred to an end user that was reconstituting a directcheck quality control. This control is packaged in a crushable vial. The end-user was wearing gloves, however, was not utilizing the protective sleeve provided to safeguard against potential user injury during reconstitution. End-user sustained a small laceration to the palm of her hand just below her thumb. No sterile bandage was required. The end user did not seek medical attention. No significant blood loss occurred. Per follow-up communication, the end user returned to work and is performing her usual duties. There were no complications or other related medical issues.